Event description:
Midline placed on 5/26/97. Patent. On 5/30/97 confused pt pulled midline out. Midline separated, line from hub. Hub found in pt's hand. Initially thought actual line in pt. Tourniquet applied, several doctors called (primary care, radiologist, surgeon). Approx. 15 minutes later catheter was found in pt's bed. However, it had separated at hub & potential of serious problem exists.